Event description:
It was reported that the physician was not able to position the lead securely due to patient anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstructed). Lead is stretched.